Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("migration/perforation of the essure device"), fallopian tube perforation ("perforation(fallopian tube(s))"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)") and genital haemorrhage ("heavy bleeding") in a (B)(6) female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included ovarian cyst, tv trichomonas vaginalis, endometriosis, hernia, menometrorrhagia, vaginitis and vulvovaginitis. On (B)(6) 2008, the patient had essure inserted. On (B)(6) 2012, 3 years 2 months after insertion of essure, the patient experienced fallopian tube perforation (seriousness criterion medically significant). On (B)(6) 2012, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"). On (B)(6) 2012, the patient experienced bacterial vaginosis ("infection (bladder/urinary tract/vaginal) type: bacterial vaginosis"), fungal infection ("infection (bladder/urinary tract/vaginal) type:yeast infections") and vaginal discharge ("vaginal discharge"). In 2012, the patient experienced uterine perforation (seriousness criterion medically significant) and genital haemorrhage (seriousness criterion medically significant). On an unknown date, the patient experienced urinary tract infection ("utis"). The patient was treated with surgery (ablation of endometriosis). Essure treatment was not changed. At the time of the report, the uterine perforation, fallopian tube perforation, menorrhagia, genital haemorrhage, bacterial vaginosis, fungal infection, vaginal discharge, vaginal haemorrhage and urinary tract infection outcome was unknown. The reporter considered bacterial vaginosis, fallopian tube perforation, fungal infection, genital haemorrhage, menorrhagia, urinary tract infection, uterine perforation, vaginal discharge and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2009: total bilateral occlusion. Concerning the injuries in the case, the following ones were described in patient's medical records: bacterial vaginosis, fungal infection. Most recent follow-up information incorporated above includes: on 12-apr-2018: pfs and mr received: new reporters, patient demographic information, product indication updated, lot no, concomitant disease and medication, historical condition, new events fallopian tube perforation, bacterial vaginosis, fungal infection, vaginal discharge, menorrhagia and vaginal haemorrhage added. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("migration/perforation of the essure device"), fallopian tube perforation ("perforation(fallopian tube(s))"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)") and genital haemorrhage ("heavy bleeding") in a 33-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for an unreported indication: depo-provera from 2006 to 2007 and birth control pills. Concurrent conditions included ovarian cyst, tv trichomonas vaginalis, endometriosis, hernia, menometrorrhagia, vaginitis, vulvovaginitis, colon cancer (stage 1) and anemia. Concomitant products included iron, methotrexate from 2012 to 2013, metronidazole (flagyl) from 2012 to 2013, metronidazole (metrogel) since (B)(6) 2018, metronidazole from 2011 to 2012, miconazole nitrate (monistat-7) from 2012 to 2018 and multivitamin since 2017. On (B)(6) 2008, the patient had essure inserted. On (B)(6) 2012, 3 years 2 months after insertion of essure, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required). On (B)(6) 2012, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"). On (B)(6) 2012, the patient experienced bacterial vaginosis ("infection (bladder/urinary tract/vaginal) type: bacterial vaginosis"), fungal infection ("infection (bladder/urinary tract/vaginal) type:yeast infections") and vaginal discharge ("vaginal discharge"). In 2012, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) and genital haemorrhage (seriousness criterion medically significant). On an unknown date, the patient experienced urinary tract infection ("utis"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy), surgery (hysterectomy with bilateral salpingectomy) and surgery (ablation of endometriosis). Essure was removed on (B)(6) 2018. At the time of the report, the uterine perforation, fallopian tube perforation, menorrhagia, genital haemorrhage, bacterial vaginosis, fungal infection, vaginal discharge, vaginal haemorrhage and urinary tract infection outcome was unknown. The reporter considered bacterial vaginosis, fallopian tube perforation, fungal infection, genital haemorrhage, menorrhagia, urinary tract infection, uterine perforation, vaginal discharge and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2009: total bilateral occlusion. Concerning the injuries in the case, the following ones were described in patient's medical records: bacterial vaginosis, fungal infection. Most recent follow-up information incorporated above includes: on (B)(6) 2018: plaintiff fact sheet received. On (B)(6) 2018, plaintiff underwent hysterectomy with bilateral balpingectomy. Concurrent condition and concomitant medication added. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.